Manufacturer narrative:
Complaint conclusion: it was reported that the balloon of a 6f/7f mynxgrip vascular closure device (vcd) instantly burst after the first "bump", when the device/sheath was attempted to be withdrawn. There was no difficulty advancing the device, after preparation. The balloon was inflated until the marker was visible. No clinical complications were noted, the sheath was still in the lumen of the vessel. A device from another manufacturer was successfully deployed. The patient's bmi was below average but no clinical pvd. Additional information indicated that a second 6f/7f mynxgrip vascular closure device (vcd) was used for which the balloon ruptured. No patient injury was noted. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the device had evidence of exposure to blood. The shuttle was engaged to the black handle as received. The sealant and advancer tube remained in their manufactured positions. The syringe and the procedural sheath were not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 1.5 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A device history record (DHR) review of lot f1734201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned devices due to the tears found in the balloons. However, the root cause of the tears could not be conclusively determined. Based on the limited information available for review, vessel characteristics (such as the presence of clinically significant peripheral vascular disease, although not provided) and/or the condition of the concomitant sheath (both balloons ruptured at the first stop) most likely contributed to the two balloon loss of pressures reported as evidenced by the type of tears found on the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) failed to deploy during initial insertion. No patient injury was noted. Addendum ((B)(6) 2018) additional information indicated that there was no difficulty advancing the device, after preparation. The balloon was inflated until the marker was visible. The balloon instantly burst after the first "bump", when the device/sheath was attempted to be withdrawn. No clinical complications were noted, the sheath was still in the lumen of the vessel. A device from another manufacturer was successfully deployed. The patient's bmi was below average but no clinical pvd. Addendum ((B)(6) 2018) additional information indicated that a second 6f/7f mynxgrip vascular closure device (vcd) was used for which the balloon ruptured.

Manufacturer narrative:
This report is for alternative summary reporting under exemption number e2015044. Patient sex: unknown qty 33, males qty 4, females qty 2. (B)(4). Type of report: periodic. A review of the device history record for the lot numbers provided revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The lots met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. No corrective actions will be taken. Please note that the initial report submitted under (B)(4) is a valid report.

Event description:
This report summarizes 39 balloon loss of pressure malfunctions which occurred with the mynxgrip vascular closure device. No patient injury was reported in any of the reported events.